Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, three cartridges scratched iols. Additional information was provided by the initial reporter that there was no patient harm or injury and the procedures were completed the same day with a new cartridge and iol. She also reported that the cartridges seemed smashed.

Manufacturer narrative:
Product evaluation: three cartridges were returned labeled for this complaint. One cartridge is used-returned taped to a piece of paper-marked ¿bad cartridge¿. One is in an opened pouch that has been stapled shut. One is still sealed in the pouch. #1 cartridge was evaluated. No viscoelastic is in the device. The cartridge has no evidence it was placed into a handpiece. No sign of use. The cartridge was functionally tested per the directions for use (dfu) using a qualified handpiece, lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage occurred. Top coat dye stain testing was conducted with acceptable results. #2 cartridge - opened appears unused. Tip is bent down. The cartridge was functionally tested per the directions for use (dfu) using a qualified handpiece, lens and viscoelastic. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage occurred. Top coat dye stain testing was conducted with acceptable results. #3 cartridge - unopened, tip bent down. The lens associated with this file was not returned or identified. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. A handpiece was indicated. The reported ¿scratched lens¿ could not be verified. The lenses were not returned with the cartridge. The root cause for the reported lens damage may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the cartridge labeled "bad". The tips of all three cartridge were bent slightly downward. This damage appears to have occurred due to the product being transferred unsecured. All cartridges are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The manufacturer internal reference number is: (B)(4).